Manufacturer narrative:
Product analysis: the stylus and cursor were confirmed to be misaligned. The connection between the display overlay and printed circuit board (pcb) was re-seated, and the stylus was calibrated. The floppy drive was found to be functioning properly, but was replaced as a preventative measure. The power cord was found to be physically damaged, but was fully functional. The cord was replaced. The hard drive was reconfigured, the software was reloaded and updated, and the device passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer's stylus and display required calibration. It was further reported that the programmer floppy drive required repair. It was further reported that the programmer's power cord required repair or replacement. The programmer was returned for service. There was no patient involvement.